Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2012. The patient reported blood glucose readings of "168 and 128 mg/dl" with the subject meter, performed less 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on insulin (type/dose unspecified); however at the time the alleged issue began it is not known what action the patient took regarding her diabetes regimen. An hour after the alleged issue began, the patient reported feeling shaky and sweaty. In response to her symptoms, the patient indicated she self-treated with food/drink. On (B)(6) 2012, the patient indicated her blood glucose was tested by the doctor/clinic meter with a result of "104 mg/dl". At the time of troubleshooting, the cca noted the patient used an approved sample site, the subject meter's unit of measure was set correctly, patient's process for testing was correct, and the test strips were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Lifescan has not received the requested products involved with the complaint. On (B)(4) 2012, lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing. The retain test strips had a low bias result at 100 mg/dl with a blood sample. A DHR (device history record) was could not be completed for the meter since the serial # was not reported with the complaint.